Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker was suspected to be depleting faster than expected. The device longevity remaining was about two years in october 2020. However, at the most recent follow-up, the longevity remaining decreased to about a year. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. No adverse patient effects were reported. Additional information was received that this device remains implanted. The physician is monitoring the patient closely. No adverse patient effects were reported. Additional information was received that a revision procedure was completed and a new device implanted. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
Although the device has not been returned for analysis, engineering review of device data confirmed that the device battery was depleting prematurely. However, despite good faith efforts to obtain product return and additional information, objective evidence was not available to determine the root cause of the clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker was suspected to be depleting faster than expected. The device longevity remaining was about two years in october 2020. However, at the most recent follow-up, the longevity remaining decreased to about a year. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. No adverse patient effects were reported. Additional information was received that this device remains implanted. The physician is monitoring the patient closely. No adverse patient effects were reported. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.